Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and failed due to the device not powering on. An internal visual inspection was performed and failed due to a damaged battery. The log was downloaded for review, after the battery was replaced with a good known battery, finding errors related to the complaint in rtt loss. The allegation was confirmed. The probable cause was determined to be a damaged battery. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.